Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: psu kit 9735346r spectra rwk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera doesn't work. There was no patient present when this issue was identified.